Event description:
It was reported that the programmer incurred an error message when booting up. It was suggested to re-run the current software update. No patient complications were reported as a result of this event. It was reported that the programmer incurred an error message when booting up. It was suggested to re-run the current software update. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.